Manufacturer narrative:
The reported events of externalized conductors, low lead impedance and insulation abrasion were not confirmed. A partial lead, only the connector portion of the lead measuring 19.2 cm was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device replacement procedure, fluoroscopy revealed externalized conductors on the right ventricular lead. It was noted that there had also been a chronic stable decline in pacing impedance on the lead. When the old generator was explanted, the physician noted insulation abrasion distal to the yolk. The lead was cut, capped, and replaced on (B)(6) 2020. The patient was in stable condition throughout.